Event description:
It was reported to boston scientific corp that a button replacement gastrostomy device was used in a peg placement procedure in 2009. Pt's age, weight and gender were not provided. Per the complainant, three months later, the device leaked nutrition around the proximal end of the shaft. The device was flushed before and after feedings. The cap would open spontaneously, and the right angle feeding tube detached easily from the button. The backflow valve appeared to be opened, and did not function properly. The procedure was completed with another button replacement gastrostomy device. There has been no report of complications or injury to the pt. Post procedure the pt's status was good.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device expiration and manufacture dates are unk. Although the suspect device has been received, the eval has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.